Event description:
The complainant stated that the unit started smoking and it smelled like something was burning. The unit was returned to ohio medical corporation for evaluation and repair. The unit was kept for further evaluation by engineering at ohio medical corporation. A replacement unit was sent to the customer. This event did not contribute to a death, illness or injury.